Event description:
It was reported that the implantable neurostimulator (ins) ¿was flopping around¿ under the patient¿s skin and it they switched positions or moved their arm it ¿flip flops around¿ because the doctor made such a big pocket in there. It was noted that it had been like this after the swelling went down. It was noted that if the patient reached too far or moved they lost coupling boxes.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), (B)(4), product type lead. (B)(4).